Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 268mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer mentioned their levels had dropped below 30mg/dl and the ambulance was called. The customer states they were treated with IV but was not taken to the hospital. The customer was unsure of the cause of the low level.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
The pump passed the delivery accuracy test. No damage was found on the keypad assembly. No unlocked lcd keypad connector noted during visual inspection.